Manufacturer narrative:
Investigation: a review of the customer's cartridge data disk showed that the customer ran a total of 264 samples prior to removing the cartridge at hour 140.48. In their initial testing prior to cartridge use, the cvp level 2 (external control) failed on multiple analytes, including k+. Cvp level 2 passed for all analytes on the sixth run. During the cartridge use life, the k+ sensor was noisy with unstable slopes. However, the sensor was not disabled by the software. The investigation is on-going and a f/u report will be filed.

Event description:
Customer reported that the potassium results on their gem premier 4000 were not correlating well with a reference device.